Event description:
The customer reported that during a patient event, the customer's device gave a "connect electrodes" message. The customer indicated that they used third party defibrillation electrodes (heart sync) during the event. There was no further information provided regarding the event or the patient. It is unknown if the patient suffered any adverse outcome during this event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control does recommend against the use of third party defibrillation electrodes in the operating instructions. It indicates, "using other manufacturers¿ cables, electrodes, or batteries may cause the device to perform improperly and invalidates the safety agency certification. Use only the accessories specified in these operating instructions." A conclusive cause of the reported issue could not be determined.